Manufacturer narrative:
This medwatch report is for the suspect device used in system 3 (lot number 551044, expiration date 10/31/2010). Refence medwatch reports with patient identifiers (B) (6) and (B) (6) for the suspect devices used in systems 1 and 2, respectively.

Event description:
Caller states patient received the following results on the inform system within 10 minutes: 101 mg/dl (inform system 2), 398 mg/dl (inform system 3), 213 mg/dl (inform system 1), 425 mg/dl (inform system 3), 187 mg/dl (inform system 1), 183 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.